Manufacturer narrative:
Concomitant medical products: patient medications include norvasc, aspirin, calcium, iron, prozac, toprol, pravachol, ambien, and percocet.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.the cause of the device collapse cannot be determined with the provided information.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported the patient¿s proximal neck was slightly angulated but was not outside of IFU. After the trunk-ipsilateral leg component was implanted, endostapling was performed on the proximal fixation point. Final angiography showed good apposition of the devices with no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2014, the patient presented to the hospital with abdominal pain. Imaging reportedly showed a proximal type I endoleak. It was also reported the trunk appeared to have collapsed and was not apposed in the proximal neck, and one of the endostaples appeared to have pulled out. It was reported there was no evidence of migration, and the cause of the collapse is reportedly unknown. On (B)(6) 2014, an additional procedure was performed whereby an additional device was implanted for proximal extension. It was reported the device landed more proximally than intended, so stents were placed in both renal arteries to maintain renal artery perfusion. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.